Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Unable to verify failed battery test alarm and watchdog set test failure alarm due to blank display. The insulin pump also had a corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump alarmed failed battery after the display returned. The customer stated that the insulin pump went blank again. The insulin pump was returned for analysis.